Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
During the procedure thrombus clot started forming around and inside the introducer sheath resuling in blockage of the sheath. An attempt to obtain add'l info was not successful.